Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02207. The patient received his scs system, including two percutaneous leads, on (B)(6) 2010. It was reported the stimulation amplitude cannot be increased and the patient can no longer feel stimulation. A diagnostic test of the leads found no anomalies. Attempts to reprogram the scs system did not resolve the issue. The patient is continuing to work closely with his physician and is awaiting a surgically invasive examination of the scs system. No additional information is available at this time.